Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Upon analysis of presenting electrogram (egm), it was determined that there was oversensing of the noise which resulted in a stored ventricular episode. Technical services (ts) noted that it was most likely due to diaphragm muscle noise. Device optimization was discussed with health care professional (hcp) along with revision, x-ray, and further testing. Later, there were two more stored ventricular episodes due to supraventricular tachycardia (svt) where inappropriate anti-tachycardia pacing (atp) was delivered a total of four times. There was pacing inhibition greater than two seconds observed, but the patient's intrinsic rhythm persisted. This patient is not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service.